Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post implant check the right ventricular lead exhibited loss of capture. The lead was repositioned successfully on (B)(6) 2016 . The patient was stable post procedure.